Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. The sales representative sent a strip and this looks like a mechanical noise on the lead. It has over 5000 episodes so it was doubted to be electromagnetic interference (emi). Probable lead on lead noise. This noise can be recreated with coughing. The patient does rely on her pacer. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information received at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).